Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the harmony-25 transcatheter pulmonary valve implantation, ventricular extrasystole and a short episode of non-sustained ventricular tachycardia (4 beats) occurred within 6 hours post-procedure. Subsequently, a beta blocker medication was initiated.

Manufacturer narrative:
Updated data: b5, b6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that an electrophysiology study was performed prior to the transcatheter pulmonary valve implant. This study noted normal sinus rhythm without conduction abnormalities. The pre-implant echocardiogram indicated severe pulmonary regurgitation (pr) and moderate tricuspid regurgitation (tr). Post-implant echocardiogram at discharge noted moderate tr and no pr or paravalvular leak.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the physician indicated that the valve implant was supra-annular. However, a portion of the valve frame likely had contact with the sub valvular right ventricular outflow tract (rvot) myocardium. The implantation was reported ¿as high as possible¿. As reported, contact of the valve with the myocardium and the medical history of tetralogy of fallot were likely contributing factors of the arrythmia. Resolution of the arrhythmia was confirmed by continuous electrocardiogram (ECG) monitoring during the hospital stay and external heart monitoring ecgs before discharge.

Manufacturer narrative:
Imaging review: a pre-procedural screening report reviewed. A borderline 3 millimeter (mm) landing zone was predicted, residual valve leaflets and left pulmonary artery (lpa) fold noted. A pre implant magnetic resonance imaging (MRI) dated june 23, 2025 noted right ventricle (rv) enlargement. Unable to comment on cardiac rhythm. A pre-implantation transthoracic echocardiogram (tte) dated february 4, 2026 noted pulmonary regurgitation. The doppler waveform suggested severe regurgitation. The peak velocity across pulmonary valve measured 1.24 meters per second (m/s). The peak gradient measured 6 millimeters of mercury (mm hg). Moderate tricuspid regurgitation was noted. The right ventricular systolic pressure (rvsp) was estimated at 37 mmhg + central venous pressure (cvp). Right ventricular enlargement with preserved function was noted. There was no ectopy noted in the imaging, however echo is not an evaluation of patient rhythm. The discharge tte dated february 7, 2026 was also reviewed. This tte noted the transcatheter pulmonary valve appeared to be securely positioned with no obvious movement, no central pulmonary regurgitation and no paravalvular leak (pvl). The peak velocity across pulmonary valve measured 2.15 m/s with a peak gradient of 18.5 mmhg. Moderate tricuspid regurgitation was noted. The estimated rvsp was 40 mmhg + cvp. A residual ventricular septal defect (vsd) was noted. No ectopy was noted. In conclusion, the post implant echocardiogram revealed a well seated transcatheter pulmonary valve with normal function and no regurgitation. There was no obvious arrythmia noted. However, an echocardiogram is not an assessment of cardiac rhythm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the per the physician, the event was probably related to the valve and the implant procedure, and resolved two days later.